Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application or receiver. Patient reported inserting a new sensor and attempting to pair with smart device unsuccessfully. Patient confirmed there are no other bluetooth devices are paired to the smart device, bluetooth is enabled, no background applications running, and smart device will not pair with transmitter.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A shared log review was performed and they showed transmitter failed to pair. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was not determined.